Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was treated in the emergency room for elevated blood glucose levels and dka; she was discharged about six hours later with blood glucose about 200 mg/dl. A family member reported that the patient's blood glucose levels were elevated on (B)(6) 2010 (351 mg/dl at 8:16 am and 485 mg/dl at 5:19 pm) and (B)(6) 2010 (488 mg/dl at 4:40 pm) prior to hospitalization. The family member reviewed the event to provide the following information: the patient changed the infusion set on the morning of (B)(6) 2010 and blood glucose levels continued to be elevated. When the patient received insulin by manual injection from the same vial of insulin, blood glucose levels decreased. The family member denied illness, change in medications, or decrease in activity. She denied blood in the tubing or bent cannulas. There was no leakage, redness, warmth, or drainage at the infusion site. She did not examine tubing or cartridge for bubbles. The family member denied loss of power to the pump at any time. She stated that the pump settings are correct. There are no associated alarms. The total daily dose and bolus histories indicated all insulin was received. However, the total daily dose history for (B)(6) 2010 indicated that the pump was not suspended on that day whereas the suspend history for that same day indicated that the pump was suspended at 3:32 am and resumed at 4:30 pm.